Event description:
It was reported that the dexcom g7 sensor was connected to the mobile app but experienced signal loss to the ilet, after which the sensor connection to the ilet restored while the user was on the call. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included troubleshooting and user education focused on sensor-to-ilet connectivity. Investigation of this case revealed a transient communication interruption between the sensor and the ilet with subsequent successful reconnection, consistent with intermittent signal loss. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue.